Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for stopper creepout/loose closure was not observed: in the videos it can be seen that the lid is handled to open the tube and the lid + stopper assembly comes out of the tube, as in a normal process. Stopper creepout or loose closure cannot be confirmed in the videos. Additionally, 5 retention samples from bd inventory were functionally evaluated for stopper creepout/loose closure and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed, and this is the 1st complaint received on this lot for the reported defect. This complaint is unable to be confirmed for the indicated failure mode stopper creepout/loose closure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 8 tubes had loose stoppers. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 8 tubes had loose stoppers. There was no health impact or consequences reported.